Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd piston syringe had compromised sterility during use. The following was reported by the initial reporter: "it was reported that the consumer found two syringes in one packet and the needle shields look like there are human teeth marks on them. Verbatim: consumer reported found 2 syringes in one packet with needle shields look like human teeth marks on them".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-10-01. H.6. Investigation summary : customer returned two (2) loose 0.5ml bd insulin syringes. Consumer reported found 2 syringes in one packet with needle shields look like human teeth marks on them. Both returned syringes were examined, and it was observed that both syringes exhibited damage to the cannula shield; it appeared as though each cannula shield was crushed nearest the tip of the shield. A review of the device history record was completed for batch# 9231065. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200843714, 200844074] noted that did not pertain to the complaint.automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #(B)(4) was created for damaged shields. The air jet was out of adjustment. Corrective action: the air jet was adjusted. H3 other text : see h.10.

Event description:
It was reported that a bd piston syringe had compromised sterility during use. The following was reported by the initial reporter: "it was reported that the consumer found two syringes in one packet and the needle shields look like there are human teeth marks on them. Verbatim: consumer reported found 2 syringes in one packet with needle shields look like human teeth marks on them"